Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2017 with the following findings: a review of the black box showed a replace cartridge alarm. The last bolus deliver was a 4.05 unit normal bolus. The pump was run for 24 hours at a 2 unit per hour basal rate. The basal history correctly showed 2 units, and the total daily dose showed 48 units at the end of testing. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects. The pump was delivering accurately and within the required range, no alarms or issues occurred during testing. The inaccurate delivery complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. No additional information was provided and troubleshooting was refused. This complaint is being reported because there is an allegation against the delivery function of the pump. There was no indication that the product caused or contributed to an adverse event.